Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, gabapentin 100 mg was rejected by the medbank system, but the medication was still able to be removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacist verification was rejected and medication was still able to be issued. A technical support specialist (tss) reviewed the transaction happened in mql and noticed there was a rejection from rxverify, auto rejected by the system due to request expiration. Tss identified a medication request for the medication with the same validation code but associated with a different patient. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, gabapentin 100 mg was rejected by the medbank system, but the medication was still able to be removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.